Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a battery error upon power-up was confirmed and reproduced during product evaluation by baxter service personnel. This condition was result of user error. The batteries and battery harnes were replaced to correct this condition.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery error upon power-up. This condition had the potential to interrupt delivery. There was no report of which care area this condition occurred. Also, there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.